Event description:
The customer sent a medwatch report that stated "the pt was under going re-excision of a basal cell carcinoma of the nose. A flash fire occurred from the oxygen cannula. At that point, the surgeon grabbed the o2 cannula in his gloved hand w/the drapes & threw the flaming drapes onto the floor where they acontinued to burn. The scrub nurse in the o.r. Immediately poured water onto the pt's burn. The surgeon debrided the 2nd degree burn which was localized over te superior part of the upper lip, lower lip and right cheek. The pt's medial part of her eyelashes were burned on the right side as well. Her tongue had char on it, which was debrided with a raytech sponge".